Event description:
Boston scientific received information that, this implantable cardioverter defibrillator (ICD) was found to be at middle of life 2 (mol) with a charge time of 15 seconds and battery voltage of 2.6 volts. The device was explanted and replaced. No adverse patient effects reported. Recently, this device was returned for analysis and was found to have failed labeled longevity calculations during initial analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4) 2007) advisory population.

Manufacturer narrative:
(B)(4).